Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump became frozen on the "preparing for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. There was no impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became unresponsive. The customer stated that while changing the cartridge it was not noted that an empty cartridge was loaded. The customer realized that the pump was preparing for the full and would not move on to the next screen. The pump was frozen on this preparing fill screen in the load sequence. Customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, customer was able to successfully clear out the frozen screen and complete the load sequence to resume insulin.